Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected and no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with setting 2. About 11 months after the operation, clinical symptoms worsened, so an imaging examination was performed. No flow was confirmed on the abdominal cavity side, therefore, the valve was removed and replaced on (B)(6)2023. Primary disease is intracerebral hemorrhage.